Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual analysis of the device noted no visual issues. A test catheter was attached to the advancer unit. A connect/disconnect test and a tug test was carried out and no issues with the handshake were noted. The rotablator unit was wire guided using a test guide wire and no issues were noted during the wire guiding of the device. The rotablator advancer was wet tested and no speed was achieved during the test. The turbine would not rotate. The turbine was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-05062. It was reported that a brake defeat malfunction occurred. A rotalink¿ advancer was selected to treat the unspecified target lesion. During the procedure, the rotalink¿ advancer was successfully used with a 1.50mm rotalink¿ burr. The physician decided to exchange the burr with a 2.0mm rotalink¿ burr. However, it was then noted that the brake defeat would not work. Another rotalink¿ advancer was selected for use; however, the same issue occurred. The procedure was completed with no patient complications reported and the patient¿s status is stable.

Event description:
Same case as 2134265-2015-05062. It was reported that a brake defeat malfunction occurred. A rotalink¿ advancer was selected to treat the unspecified target lesion. During the procedure, the rotalink¿ advancer was successfully used with a 1.50mm rotalink¿ burr. The physician decided to exchange the burr with a 2.0mm rotalink¿ burr. However, it was then noted that the brake defeat would not work. Another rotalink¿ advancer was selected for use; however, the same issue occurred. The procedure was completed with no patient complications reported and the patient¿s status is stable.